Event description:
Report received from (B)(6), stating that the device was heating up. It is known that the device was not being used during surgery; however, it is unk if there was any injury or medical intervention related to the event. The date of event occurrence is unk. No add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" could be confirmed. During service the device failed the temperature test. If add'l info becomes available, a supplemental report will be sent. (B)(4).